Event description:
The surgeon reported the stapler (harmonic scalpel) was not working appropriately and it was discovered that one of the teflon cushions from the jaws was missing. ======================manufacturer response for instrument, ultrasonic surgical, curved shears, ethicon harmonic ace (per site reporter)======================would like to evaluate product.